Manufacturer narrative:
The report received from the affiliate indicated that the patient had two cypher stents implanted one year prior to admission due to chest pain: one in the left anterior descending (lad), and a cypher select plus 2.5 x 18 mm stent in the circumflex artery target lesion. A percutaneous coronary intervention (pci) was performed and the previously implanted cypher stent in the lad appeared to be in good condition. The physician noted that the previously implanted cypher select plus 2.5 x 18 mm stent in the circumflex was fractured and restenosed. The physician noted a discreet lesion in the distal end of the stent and it was noted to be fractured causing the restenosis in the physician's opinion. The stent fracture and restenosis was treated by implantation of a biomatrix 2.75 x 18 mm stent to bridge the fracture. There was no reported patient injury. No additional information was available. Procedural films were not available for review. The product remains implanted in the patient and is thus not available for evaluation. A review of the manufacturing records could not be conducted without a lot number. Restenosis is a potential adverse event associated with coronary artery stenting. Patients who are known to be at high-risk for restenosis included those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions. Recently, ses fracture has been recognized as a new potential mechanism of restenosis. Possible disposing factors of stent fracture are long lesions with overlapping stents and coronary segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and calcification. Based on the limited information provided by the patient, it is not possible to draw a conclusion about a clinical relationship between the device and the events. An investigation was conducted surrounding the increase in cypher stent fracture complaints. As a result of that investigation labeling changes related to stent fractures were made.

Event description:
The report received from the affiliate indicated that the patient had two cypher stents implanted one year prior to admission due to chest pain: one in the left anterior descending (lad), and a cypher select plus 2.5 x 18 mm stent in the circumflex artery target lesion. A percutaneous coronary intervention (pci) was performed and the previously implanted cypher stent in the lad appeared to be in good condition. The physician noted that the previously implanted cypher select plus 2.5 x 18 mm stent in the circumflex was fractured and restenosed. The physician noted a discreet lesion in the distal end of the stent and it was noted to be fractured causing the restenosis in the physician's opinion. The stent fracture and restenosis was treated by implantation of a biomatrix 2.75 x 18 mm stent to bridge the fracture. There was no reported patient injury. No additional information is available.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.